Event description:
The device was later explanted as a result of patient death. There was no device allegation in relation to the patient death and at this time, it is not believed that the device played a role in the patient's passing. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.56 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific crm received information that a health care provider (hcp) was reviewing latitude remote monitoring data and noted a concern of premature battery depletion. Approximately 45 months post implant, battery voltage was 2.57 volts. Approximately 48 months post implant, battery voltage was 2.56 volts with a charge time measurement of 10.2 seconds. The hcp was unaware of when the device reached a battery status of middle of life (mol) 2, as the patient had been followed at a different clinic at that time. Technical services discussed options of following the device conservatively at one month or sending in a disk for analysis. The hcp noted that the patient was on latitude and would be monitored monthly. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.